Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after a angio-seal vip 6 fr device was introduced. The wire and the dilator were removed, then the angio-seal carrier system was introduced. As they went to place the anchor, they noticed that the device was empty. The complete angio-seal device was withdrawn without hemostasis. Hemostasis was achieved by 15 minutes of manual compression. There was no patient harm or other complications. This was a right femoral artery puncture. The bleeding occurred in the procedure room. Additional information was received february 14, 2019: the procedure performed was a coronary angiography using a 5fr sheath. The blood loss was reported to be less than 100cc's.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device returned date to update and to provide the completed investigation results. One used 6 fr angio-seal vip device was received for evaluation. The hemostasis sheath was mated with the carrier tube assembly. No other accessory components were returned for analysis. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath and had not properly exited as intended. No other anomalies were noted. Functional testing was conducted. The deployment sleeve was moved into the forward lock position, causing the anchor at a distal tip of the carrier tube to become further exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, is likely that the device was not put in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.